Event description:
Pt was being transported to nuclear medicine when pump alarmed 20 mins of battery power remaining. Within 3 mins pump shut-off. At arrival at nuclear medicine, pump was plugged into a/c. There were no reported pt complications.